Event description:
It was reported that during an unknown procedure the sr75 cannot be used there was a 10 minute surgical delay. Changed to another sr75, the procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent 6/13/2025. D4 batch # 273d30. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with no apparent damage along with its opened packaging and it had the proximal 2 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. In addition, the reload deck was damaged on the proximal end. The damage to the cartridge deck is consistent with the device being clamped over a hard object. No functional test was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 273d30, and no non-conformances were identified. The lot#288d92 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Was the device fired across a staple line? Did the reload lock out and would not work? Did the reload begin to staple and cut, but then jammed? Did the device staple, but there was no cut line? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? 1-7: after inserting the reload into the device, it got jammed. No stapling or cutting has occurred yet 8: yes, it did. 9-10: the reload got jammed immediately upon insertion into the device, before any stapling or cutting occurred. 11: there were no consequences for the patient. 12: there were no any change in the post-operative care of the patient as a result of the event.